Manufacturer narrative:
Sc-2352-50 sn (B)(4): the complaint was not verified. The returned device was analyzed and no anomalies were found. Sc-4316: the complaint was not verified. The returned device was analyzed and no anomalies were found.

Event description:
A report was received that one of the patient¿s leads was explanted due to jolting sensation. The physician suspected that the lead had malfunctioned. The patient is reportedly doing well following the lead explantation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316, serial/lot: unknown. Description: next generation anchor kit-sterile.

Event description:
A report was received that one of the patient¿s leads was explanted due to jolting sensation. The physician suspected that the lead had malfunctioned. The patient is reportedly doing well following the lead explantation.